Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a test drive. Fse was unable to reproduce issue with usm3. The customer was contacted and shown that there was no issue with instrument manipulation. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the surgeon had difficulty manipulating the wrist axis on universal surgical manipulator (usm) 3. It was described that the issue occurred with two different instruments and improved somewhat after the instruments were reseated. The technical support engineer (tse) reviewed the system logs and did not find any errors. The tse then suggested reseating the drape, but the surgeon declined because the case was already completed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not tag the instrument and is unable to return it. No patient harm occurred.